Event description:
Patient with intrathecal pump. Outside medication provider unable to refill pump. Patient to neurosurgery clinic. Unable to refill pump. Patient to or for replacement of pump and new medication. Pump was found to be plugged. Medication from outside company noted to be cloudy.